Event description:
It was reported that this left ventricular (lv) lead was explanted due to an unknown product performance issue. Another lv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was in two segments, severed 39cm from the terminal end. Testing was completed to assess the lead segments and measurements were within normal limits. Laboratory testing was unable to reproduce the reported clinical observation and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observation.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to an unknown product performance issue. Another lv lead was successfully implanted. No additional adverse patient effects were reported. Additional information received indicated that this left ventricular (lv) lead been explanted and replaced due to high pace impedance measurements. No additional adverse patient effects were reported.